Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during abdominal wall hernia procedure, the handle was set to firing mode but the second reload is difficult to load. The handle was squeezed and was tried for three times but to no avail. Replaced by a new device to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted the timing was disengaged. No device loading units (dlus) were received. The handle could be actuated and the unit cycled properly with no dlu attached. Additionally, the articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlus were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.